Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The reported false air in line alarms were unable to be reproduced, but were confirmed through review of the event history log. Further investigation found the upper reading from the upstream sensor to be below specification. Low upstream readings are known to caused increased sensitivity to false air in line alarms. The upstream sensor and pusher were replaced.

Event description:
It was reported a spectrum pump had false air in line alarms during set up. It was also reported there was no patient injury.